Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges imprecision with the inratio2 meter. Summary of reported results: testing date: (B)(4) 2013. Inratio2 inr results: 1.4, 1.9, and 3.1. Time between testing: five minutes. Patient's therapeutic range is: 2 - 3. Patient stated that there have been no changes in diet or medications taken. No further information was provided.